Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions - ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings - ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system - section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves - ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings - ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported a patient had an attempted impella cp implant and it was aborted due to patient anatomy and the long peel away sheath kinked. The impella cp was unable to track to the left ventricle due to anatomy. There was no patient harm.

Manufacturer narrative:
The investigation of delivery issues and introducer damage ¿ mechanical has been completed. The impella cp pump was returned, but introducer was not returned for investigation. Delivery issues: device attempted implantation on (B)(6) 2025. During procedure long peel away sheath kinked and cp unable to track to lv. Md noted unable to track due to anatomy. Case noted indicate patient vessel condition was tortuous and location of resistance was axillary artery. Case aborted. The pump was returned and inspected. 2 kinks were observed at the 25 and 32cm marks of the catheter. The cause of the delivery issue was patient condition related due to reported calcification and tortuosity of the patients vessels introducer damage - mechanical: device attempted implantation on (B)(6) 2025. During procedure long peel away sheath kinked and cp unable to track to lv. Md noted unable to track due to anatomy. Case noted indicate patient vessel condition was tortuous and location of resistance was axillary artery. Case aborted. The introducer was not returned. The cause of the introducer damage - mechanical was most likely patient condition related due to reported calcification and tortuosity of the patients vessels.